Event description:
On 07/03/2008, the pt reported that she was hospitalized on two days before, due to elevated blood glucose and dka (diabetic ketoacidosis). She stated that her blood glucose had been elevated for 2-3 days. She went to the hospital when her blood glucose elevated to 500-600 mg/dl. She stated that she felt horrible with stomach and muscle aches and cramping and blurry vision. She stated that she bolused 14 units of insulin before leaving for the hospital. When she arrived at the hospital her blood glucose measured 670 mg/dl and she was diagnosed with dka. She was disconnected from the infusion device and treated with insulin injections. Her blood glucose returned to normal and she was released from the hospital at 7-8am on the next day. She remained on injection therapy and had no further issues. She reported that she has had previous issues with air bubbles in her insulin cartridge. No air bubbles were present at the time of the incident. Product was replaced and requested to be returned for evaluation. The pt will also return her infusion set.